Manufacturer narrative:
(B)(4).device is a combination product. (B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending (lad) artery. A 4.00x12mm promus premier stent was advanced with minimal resistance past the lesion. When the physician pulled the stent back towards the center of the lesion, the stent dislodged from the stent delivery system (sds) balloon. The sds was removed and a 4.0x12mm apex balloon catheter was advanced to deploy the stent where it dislodged in the lad; however, the target lesion was not entirely covered. A second promus premier stent was implanted to cover the entire lesion and the procedure was completed. No patient complications were reported and patient's status was fine.